Manufacturer narrative:
This report is submitted on 13 august 2020. (B)(4).

Manufacturer narrative:
This report is submitted on 25 june 2020.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use. Subsequently the device was explanted on (B)(6) 2020. There are no plans to re-implant the patient with a new device as of the date of this report.